Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified common/external iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for predilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified common/external iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for predilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (D4) lot number: updated to 0026738354.